Event description:
It was reported that the patient's ams 700 inflatable penile prosthesis (ipp) was not sitting right as it was sitting side ways almost to the left side. The patient thinks that it should be lower in the scrotum, and it is bothersome to him. When the patient inflated the ipp a little, the erection was a bit uncomfortable. The patient was advised to follow up with his penile urologist to discuss his concerns.